Manufacturer narrative:
Operator of device (physician) hw22203 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system include device thrombosis and re-operation as outlined in the labeling. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). As per IFU clinical and patient factors including the reported uncontrolled inr readings are factors that may have contributed to the reported high watts and possible thrombus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the manufacturer's representative that the patient presented to the emergency room (ER) with high watt alarms and alarms and high flow readings on the controller. Patient had subtherapeutic inr and elevated ldh levels. He reported that he ran out of medication a few days ago therefore, had not taken any. The patient was admitted to the intensive care unit (ICU) and tissue plasminogen activator ( tpa) infusion was initiated for treatment of suspected pump thrombus. Preliminary log files analysis revealed high watt alarms on (B)(6) 2015 and a rise in estimated pump flows. On (B)(6) patient had an emergent pump exchange. The explanted pump is being returned to the manufacturer for evaluation. The effect on the patient is unknown at this time. Investigation is ongoing.